Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the insulin gauge was inaccurate. Reportedly, the customer declined to provide any additional information regarding this issue. Customer¿s blood glucose level was 240 mg/dl.